Event description:
It was reported that the numbers on the customer's insulin pump was scrolling with no input from the user. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.